Event description:
It is reported that the patient faced adhesive issue for multiple sets on (B)(6) 2026. The infusion set was not adhered as patient fell off during at night while rolled around etc.

Manufacturer narrative:
Initial 1 of 2. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.